Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported by the account that the bdc was overinflated to 15 atmospheres (atms) when the balloon ruptured. It should be noted that the coronary dilatation catheters (cdc), traveler rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified unspecified lesion that was 99% stenosed. Pre-dilatation was to be performed with a 2.5x15mm traveler balloon. Resistance with anatomy was met during advancement but the balloon was able to reach the lesion. When it was inflated once at 15 atmospheres for 15 seconds, the balloon ruptured. Resistance was met with the anatomy during removal. A non-abbott balloon was used to continue to successfully complete procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.